Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Event description:
It was reported that the patient was notified that the device would need replacing soon. For the patient month the patient has been experiencing tiredness and heart palpitations. The patient's heart rate has been equivalent to the battery save mode rate of 65 beats per minute. The device was explanted and replaced. No further patient complications have been reported as a result of this event.